Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. It was stated that the customer was experiencing unexplained high glucose for a couple of days. The mother stated that they did not call at the time to troubleshoot the insulin pump. No further information was provided.